Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged erroneous presumptive positive results with 4 samples when using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The customer reported that 4 initially tested negative samples with cobas® 6800 (sn: (B)(4)) were retested for a competency assessment of new lab technicians using the same device and generated presumptive positive results (sars-cov-2 negative, pan-sarbecovirus positive). The presumptive positive results were not reported as they were part of the competency assessment. No apparent harm or injury occurred in relation to the event. An investigation is ongoing and results are not yet available. Per the FDA guidance four (4) mdrs will be filed one per run.

Manufacturer narrative:
Review of the data showed that the four samples of concern generated late CT values (channel 3- 36.7, 37.5, 37.1, 37.5) with low amplification, which indicates either the samples were at the lod at the time of collection or the samples were contaminated during the original testing or during repeat testing. Within the data there were negative samples and the controls were valid which indicates that there is no systemic issue or reagent contamination. No systemic issue was identified and a product problem was not identified. B6 was updated with sample type information as well as lot number. (B)(4).